Manufacturer narrative:
Investigation summary: investigation into this event showed that repeat testing of the same sample, as well as results from a new sample, were negative on a subsequent day. Qc results from both days were acceptable. Datalog analysis and inspection of the analyzer by a field engineer did not identify any analyzer malfunction. The root cause of the event is unknown.

Event description:
A customer reported a falsely elevated total b-hcg result on a patient sample tested on the eciq analyzer. The results was reported and questioned by a health care professional. Falsely elevated results may lead to inappropriate physician action. There was no report of patient harm as a result of this event.